Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapy, "the 1st minute" with a prismaflex set, a crack was noted in the syringe line of 2 sets and blood began to exit the syringe line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.